Manufacturer narrative:
(B)(4). Investigation summary the instrument associated with this report was not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
While the surgeon was broaching the femur, broach #3 got stucked in the canal. The tip what goes into the broach handle broke. We had nothing else to do to remove the broach other than taking vice grip and remove the broach. Po to follow. Patient consequence? :no. Action taken for procedure:all pieces was retrieved from the broken instrument. It took 30 minutes more for the surgery to remove this broach into the femur. Is the information being submitted for this complaint all the details that are known/available regarding this event? : yes.